Manufacturer narrative:
Zimvie complaint number(B)(4). A4: patient weight: unknown / not provided g4: premarket identification: k011245/k002188.

Event description:
It was reported that the mount was stuck in the implant, and it was impossible to separate them. Procedure completed with another implant at tooth site #46.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) spwb8, (impl tapered sp 4.8mm 8mm octagon) for evaluation. Visual evaluation / functional test was performed, the devices could not be separated from each other during a functional testing. Device history record (DHR) review was completed for the subject lot number 2120018925. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120018925 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of the implant and/or fmt was not adequate to withstand recommended torque values for placement/seating. Therefore, based on the available information, a device malfunction did occur. The summary of the inspection results. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.